Manufacturer narrative:
Three lot numbers (12ae06, 11le53, 11k49) were listed, because the customer states that they were unsure of which lot the particular catheter was from. Sample received by manufacturer, but investigation is incomplete at time of this report.

Event description:
The event is reported as: complaint alleges: foley breaks off at hub of catheter. No pt injury reported.